Manufacturer narrative:
Additional information: (pt. Identifier), (brand name), (model #, model #, UDI),(PMA / 510(k) #) .if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric procedure, when the device was being used in intestinal strap stapling, the load did not fire after pressing the green button. The stapler was not able to fire, and the surgeon was not able to press the green button and squeeze the handle. To resolve the issue, they used another reload and the case was completed. There was no patient injury.